Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. Reviews of the dimensional verification, complaint history, device history record, drawing, manufacturer¿s instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that two mpis-401-10.0-sc-nt-u-sst sets were returned; one unused, one prior-to-use. The used device was evaluated, and the unused device was tensile tested at the supplier¿s facility. The outer catheter of the prior-to-use device was elongated to a length of 18.5cm from the hub to the distal tip. The elongated portion was 10.5cm in length. The tip appeared flattened, but no other damage was noted to the inner catheter. As for the unit that was sent for tensile testing with the supplier, the device passed all minimum acceptance criteria of force applied. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and the examination of the returned product, investigation has concluded that a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Other healthcare professional. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, the sheaths in two micropuncture transitionless stiffened cannula access sets from the same lot were stretched upon removal from their packaging. The devices never made patient contact.